Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-may-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Daughter stated customer had a routine scheduled appointment yesterday, 05/12/2021, and stated the doctor does not feel that the true metrix air meter is incorrect.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 182, 205 and 221mg/dl fasting and from 448 and 332mg/dl non-fasting. The customers expected fasting blood glucose test result range is 104-127mg/dl and expected non-fasting blood glucose test result is in the 200's. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 07/31/2021 and open vial date is 04/11/2021. The meter memory was reviewed for previous test result history: result 1 :182mg/dl date:5/11/21 time:8:00am fasting. Result 2 :448mg/dl date: (B)(6) 2021 time:9:38pm non-fasting. Result 3 :332mg/dl date:(B)(6) 2021 time:9:23pm non-fasting. Result 4 :205mg/dl date:(B)(6) 2021 time:8:09am fasting. Result 5 :221mg/dl date: (B)(6) 2021 time:8:04am fasting.

Manufacturer narrative:
Sections with additional information as of 26-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.